Event description:
Consumer states that the screws that hold the arm rest in place on both sides of his wheelchair have all fallen out. Consumer states that he has a couple of the screws and the rest were lost. No additional information provided.